Event description:
A 28 mm diameter x 16 mm diameter x 13.5 cm length aneurx bifurcated stent graft and its components were implanted in a pt for endovascular treatment of an abdominal aortic aneurysm in 2003. The diameter of the proximal non-aneurysmal aortic neck was 25 mm. The aneurysm was 60 mm in length and 50 mm in diameter. Vessel morphology is unknown. It was reported that the bifurcated stent graft was incorrectly placed and was deployed lower than intended. As a result, three aortic cuffs were implanted to ensure an adequate seal. Final angiogram demonstrated evidence of a transgraft endoleak and an acceptable outcome. No clinical sequelae were reported, and the pt is reported to be fine.